Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited low impedance and noise. Fluoroscopy revealed that the lead was crushed under the clavicle. The lead was capped and replaced. The patient was stable.